Event description:
It was reported that the patient developed atrial fibrillation with rapid ventricular response resulting in pressure, non-radiating chest pain, and two shocks. The patient was given amiodarone and an x-ray was performed. It was confirmed by the physician's office that the shocks delivered were appropriate due to the rapid ventricular response. The event was considered resolved and the lead is still in use. No further patient complications have been reported as a result of this event. The patient was enrolled in the reverse clinical study.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient developed atrial fibrillation with rapid ventricular response resulting in pressure, non-radiating chest pain, and two shocks. The patient was given amiodarone and an x-ray was performed. The event was considered resolved and the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.